Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners were noted during visual inspection. Insulin pump was received with detached end cap. Unable to confirm prime anomaly due to detached end cap. Motor error alarm noted due to cracked motor flex cable.

Event description:
It was reported via phone call that the insulin pump did not stop pumping insulin. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.